Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076-52, implantable pacing lead, implanted: (B)(6) 2011; d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 694765, implantable tachy lead, implanted: (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.